Event description:
It was reported that a retroarc retropubic sling patient had a "bladder perforation without incident" during the implant of her sling. No further patient complications were reported in relation with this event.